Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). Film evaluation summary: from the films provided it appears likely that the cause of the common iliac artery dilatation was due to disease progression. Pre-implant CT¿s returned revealed that the patient had a 64mm max diameter infrarenal aaa, and the common iliac arteries were of large caliber bilaterally. The right common iliac artery diameter ranged from 19 ¿ 20 ¿ 25 ¿ 22 mm, and the left common iliac ranged in diameter from 20 ¿ 27 ¿ 23 ¿ 22mm. Review of CT¿s and a 3d film report from 27 months post-implant that the bifurcate was positioned 5 ¿ 10mm below the renal arteries and there was 3 ¿ 4cm of proximal seal length. The maximum diameter aaa measured ~7cm and no clear contrast was observed within the aaa sac. However, there appeared to be lack of limb apposition with the iliac arteries, as contrast was seen filling the aneurysmal common iliac arteries near the distal end of the 28mm limbs; bilaterally. Both common iliacs had increased in diameter. The max diameter aneurysmal rcia measured 38mm and the lcia measured 51mm. Although no clear contrast was seen filling the aaa sac, it is possible that the aaa was also being pressurized via the marginal distal seal within the iliac limbs. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the treatment of a 56 mm abdominal aortic aneurysm. It was reported that a bilateral iliac aneurysm was observed on (B)(6) 2018 following a follow up CT scan of the patient. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported, and the patient is being monitored.